Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up since last follow-up in 2015, auto mode switching due to competitive atrial pacing was observed. Additionally t-wave oversensing was also noted. Programming changes were recommended. There were no plans to make any programming changes at this time. The patient was stable before, during, and after the device interrogation.